Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: pain, perforation through the ivc wall, perforation of and injury to the small bowel, perforation of and injury to the aorta on the left lateral aspect resulting in injury and damage, emotional and psychological trauma; anxiety; diminished capacity; hedonic damages; lost wages; loss of earning capacity; disability; disfigurement; scarring; past and future medical expenses; and any other damages the patient may be entitled to in law or equity. According to the information received in the patient profile form (ppf) the patient reports perforation of the filter struts outside of the ivc and into organs, tilt, filter is embedded in the ivc. The patient reports the need for lifelong anticoagulation and dvt. The patient became aware of the reported events approximately 8 years and 1 month post implantation. The patient further reports dizzy spells, shortness of breath, insomnia, depression, anxiety, panic attacks, chest pains, exertional palpitations, numbness in both hands, lethargy, wheezing, and and lower extremity edema. The patient reports she cannot perform daily chores around the homes, uch as cleaning, yard work and food shopping and therefore has to hire help. The patient reports to have a constant fear of future harm and / or death. Patient reports she can only walk a short distance before she is out of breath. Patient reports her physical limitations have caused increased mental anguish and depression for which she seeks professional help and takes medication to try to manage. The patient reports that due to all of the above and due to the covid-19 pandemic, she is afraid to visit her doctor's office or go to the hospital to address her symptoms. Due to her anxiety and pain, the patient reports she has to take the medications valium and tramadol. Per the medical records, the ivc filter was implanted via the femoral approach. There were no reports of complications. A CT performed approximately 8 years and 1 month post implantation revealed the ivc filter with the tip 3.6cm below the right renal vein, there is a noted tilt to the left and the central struts protrude outside of the ivc wall. These struts contact but do not perforation the small bowel and aorta.

Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b1 (adverse event or product problem) section b2 (outcomes attributed) section b3 (event date) section b5 (event description) section b6 (relevant tests) section b7 (relevant history race and medical history) section d1 (brand name) section d4 (model, catalog, lot number, and expiration date, and UDI number) section d11 (concomitant medical products) section g4/g5 (date received by the manufacturer and PMA/510(k) number) section g7 (type of report) section h1/h2 (type of reportable event) section h4 (manufacturing date) section h6 (evaluation codes) the implant date was confirmed to be accurate. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently caused pain, perforation through the ivc wall, perforation of the small bowel, perforation of the aorta on the left lateral aspect resulting in anxiety. The patient reported becoming aware of filter tilt, perforation and filter embedded approximately eight years and one-month post implant. The patient has also reported dizzy spells, shortness of breath, insomnia, depression, anxiety, panic attacks, chest pains, exertional palpitations, numbness in both hands, lethargy, wheezing, and lower extremity edema. Due to the anxiety and pain the patient reports having to take valium and tramadol. According to the medical record the patient had a left lower extremity deep vein thrombosis. The ivc filter was placed via a right femoral approach with no complications. A computed tomography (CT) scan performed approximately eight years and one-month post implant revealed the ivc filter with the tip 3.6cm below the right renal vein, a noted tilt to the left and the central struts protrude outside of the ivc wall. These struts contact but do not perforation the small bowel and aorta. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, perforation and embedded could not be confirmed or further clarified. Additionally, the timing and mechanism of the events is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Due to the nature of the complaint the reported pain could not be further clarified. Anxiety, pain, palpitations, shortness of breath, insomnia, depression, numbness of the hands, lethargy, wheezing and edema do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pain, perforation through the ivc wall, perforation of and injury to the small bowel, perforation of and injury to the aorta on the left lateral aspect resulting in anxiety. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation of the ivc, small bowel and aorta could not be confirmed or further clarified. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Due to the nature of the complaint the reported pain could not be further clarified. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: pain, perforation through the ivc wall, perforation of and injury to the small bowel, perforation of and injury to the aorta on the left lateral aspect resulting in injury and damage, emotional and psychological trauma; anxiety; diminished capacity; hedonic damages; lost wages; loss of earning capacity; disability; disfigurement; scarring; past and future medical expenses; and any other damages the patient may be entitled to in law or equity.